Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was broken, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.